Manufacturer narrative:
Patient age approximated; birth year is reported as (B)(6). The stent remains implanted in patient. As event occurred more than 8 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformance's observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis and ventricular tachycardia are captured as foreseeable events. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis and ventricular tachycardia are labeled in the IFU as known potential adverse events. The investigator reported that the event is not related to the index procedure, and possibly related to the study device; the sponsor believes intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). In this case, patient comorbidities and / or disease progression may have contributed to restenosis. However, a relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) female patient with medical history of coronary artery disease, persistent atrial fibrillation on edoxaban, stage iii chronic kidney disease, and hypertension presented on (B)(6) 2018 with stable angina. The patient enrolled in cobra trial. Coronary angiography showed significant stenosis in proximal and mid left anterior descending artery (mlad), and ramus diagonalis ii. Percutaneous coronary intervention (pci) was performed with pre-dilation balloon angioplasty, followed by placement of cobra pzf¿ (3 x 30) nanocoated stent in mlad, then post-dilation balloon angioplasty. The post-procedure course was uncomplicated, and timi flow 3 noted. The patient was admitted on (B)(6) 2019 with ventricular tachycardia, and exertional dyspnea nyha ii-iii. Cardiac catheterization for further evaluation, showed a chronic occlusion of the lad due to in-stent restenosis. Pci of the proximal and mlad was performed via deployment of 2 drug-eluting stents (des) with final kissing balloon technique in the lad/diagonal branch on (B)(6) 2019. After the intervention, the patient was stable, and free of symptoms. No additional information was provided.